Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus/basal delivery and motor position encoder error alarm noted in the history file. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. The pump had scratched display window, cracked case at the display window corner (upper right corner), cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 360 mg/dl. The customer treated with a manual injection. Troubleshooting was not able to resolve the issue. The device was returned for analysis.